Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that the patient was not getting enough coverage so the physician decided to implant another lead. It later reported that the patient had received an additional lead. It was noted that the patient was scheduled for a follow up on (B)(6) 2013. It was later reported that the patient had been programmed. It was noted that the patient had another appointment in the next ¿few weeks.¿